Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an interventional procedure with an impella device. Reportedly, a suture break occurred with the first proglide device. A second proglide device was used and the suture was pre-placed successfully. A suture break occurred with the third and fourth proglide devices attempted to be pre-placed. A fifth proglide device was used and was successfully pre-placed. The sheath was upsized to 15f and the interventional procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.